Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump was not delivering the right amount of insulin. The caller stated the food and correction bolus was incorrect. The caller reported the customer getting low blood glucose but declined troubleshooting. The caller did not mention how the customer treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. No further information was provided. The insulin pump will be returned for analysis.